Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on (B)(6) 2010 and performed to specification up to (B)(6) 2014. The device failed a self-test due to a low battery on (B)(6) 2014. Later on this date an increase in voltage suggests a further pad-pak was installed with the device passing a self-test. Multiple manual power ups of less than one minute duration were observed in the device memory on (B)(6) 2016. Investigation was unable to replicate the reported fault. The one ten minute time out recorded on the date of installation would suggest the user was power cycling the device. The manual power ups of less than one minute duration would suggest the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.